Event description:
No RMA was issued, the product is not expected to be returned. The sales representative reports the neurosurgeon has used the duragen product several times and has observed leaking.